Event description:
The customer reported the device could not be properly connected to an et tube. A new device was used. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the sample was assembled correctly. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. In the current manufacturing procedure 100% visual inspection is conducted after the assembly process; therefore, any defects would be detected prior to release from the manufacturing facility.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device could not be properly connected to an et tube. A new device was used. Patient condition reported as "fine".